Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n179587010, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Information was received from a hcp (healthcare professional) regarding a patient receiving intrathecal baclofen 500 mcg/ml via an implanted pump. The pump's IFU (indication for use) was listed as intractable spasticity and post spinal cord injury. The pump dose was reported as 100 mcg/day. The lot number and type of baclofen were unknown to the reporter. Since the pump was replaced on (B)(6) 2015, the patient experienced intermittent therapy effect. The patient seemed to go from overdose type symptoms to underdose symptoms. To troubleshoot, the hcp attempted to aspirate from the catheter and initially could not, then he flushed the catheter and then the catheter seemed to work fine. However, the patient's symptoms continued intermittently. There were no motor stalls showing with the pump. When the hcp flushed the catheter, once he was able to push drug through he was confident the catheter was working because the patient exhibited temporary overdose symptoms. It was very suspicious that the catheter seemed "clogged" after the pump replacement t, a connection issue at the pump connection was considered which would cause drug not to get through the catheter consistently. Other diagnostic options, including using contrast to observe for leak between the pump/catheter connection as well as programming boluses of drug to assess for change in therapy effect were being considered. Other medications the patient was taking was not reported. Pertinent medical history was not reported. Patient outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative on (B)(6) 2016 and it was reported that the pump was replaced last week.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The following information was previously reported in manufacturer's report # 3007566237-2016-02149: [information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was intractable spasticity and post spinal cord injury. On (B)(6) 2016 it was reported that the patient was exhibiting acute withdrawal symptoms after pump replacement last week. The symptoms came on suddenly. The hcp had aspirated from the cap (catheter access port) multiple times and got fluid back. A dye study had not been done. The hcp had not yet assessed the volume in the pump. The reporter was not aware of anything in the pump logs. The reporter was going to follow-up with the hcp to discuss doing further troubleshooting with the catheter, but the hcp was not agreeing with the reporter about the issue not being related to the pump so far.] Additional information received clarified that this information is the same event that was reported in manufacturer's report # 3004209178-2015-22284. Any additional information received regarding this event will be reported in manufacturer's report # 3004209178-2015-22284.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp indicated the cause of the aspiration difficulty and intermittent symptoms was a pump malfunction. The patient was also taking oral baclofen at the time of the event. The patient also had past medical history of "c4 quad."

Manufacturer narrative:
Pump UDI: (B)(4) 8709sc catheter UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.